Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a scratch. The device was returned for evaluation. During the device evaluation, found the adhesive part of the objective lens had peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found deterioration or breakage of the adhesive due to chemical or physical stress. In addition, other issues found included deterioration of the friction plate, the angle wire became longer than normal physical stress, deformation or breakage due to physical stress due to handling problems caused by physical stresses due to drops and hits, deformation or breakage due to physical stress due to handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.